Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) and mildly calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure. Reportedly, when the lever was lowered prior to device removal, the foot did not close on two prostyle devices at the 2 o'clock position. The devices were pulled out with difficulty by pulling with constant but strong pressure. As damage to the rcfa was inevitable, the suture of one prostyle device was successfully pre-placed at the 12 o'clock position. The sutures of two prostyle devices were successfully pre-placed. Reportedly, when the lever was lowered, prior to device removal of the prostyle device at the 10 o'clock position in the lcfa, the foot did not close. The device was pulled out with difficulty by pulling with constant but strong pressure. As damage to the lcfa was inevitable, the suture of one prostyle device was successfully pre-placed at the 12 o'clock position. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 22f at the rcfa and 14f at the lcfa and the coronary interventional procedure was completed. At the end of the procedure, profuse bleeding was noted at the rcfa after removing sheath and sutures pulled, so the sheath was re-inserted and groin opened. An open cut down was performed to repair the rcfa and achieve hemostasis. Some bleeding was noted at the lcfa after removing the sheath and sutures pulled, but less than the rcfa; therefore, manual pressure was applied for a prolonged period to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) and mildly calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath holes prior to an endovascular abdominal aortic aneurysm repair (evar) interventional procedure. The suture of one prostyle device was successfully pre-placed at the 10 o'clock position in the rcfa. Reportedly, when the lever was lowered prior to device removal, the foot did not close on the first and second prostyle devices at the 2 o'clock position. The devices were pulled out with difficulty by pulling with constant but strong pressure. The suture of a third prostyle device was successfully pre-placed at the 2 o'clock position. As damage to the rcfa was inevitable, the suture of one prostyle device was successfully pre-placed at the 12 o'clock position. Reportedly, when the lever was lowered, prior to device removal of the first prostyle device at the 10 o'clock position in the lcfa, the foot did not close. The device was pulled out with difficulty by pulling with constant but strong pressure. The suture of a second prostyle device was successfully pre-placed at the 10 o'clock position. The suture of one prostyle device was successfully pre-placed at the 2 o¿clock position. As damage to the lcfa was inevitable, the suture of one prostyle device was successfully pre-placed at the 12 o'clock position. The sheath was upsized to 22f at the rcfa and 14f at the lcfa and the evar interventional procedure was completed. At the end of the procedure, profuse bleeding was noted at the rcfa after removing the sheath and successfully advancing the suture knots of the successfully pre-placed prostyle sutures; therefore, the sheath was re-inserted and the groin opened. An open cut down was performed to repair the rcfa and achieve hemostasis. Some bleeding was noted at the lcfa after removing the sheath and successfully advancing the suture knots of the successfully pre-placed prostyle sutures, but less than the rcfa; therefore, manual pressure was applied for a prolonged period to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The difficult to remove is procedure related and cannot be confirmed in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was removed with the foot open. It should be noted that the electronic prostyle instructions for use (IFU), states: lower lever to close the foot. Do not attempt to remove the device without closing the lever fully to its original position. In this case, the IFU deviation did not directly contribute to the reported difficulties. The cause of the reported difficulties and the subsequent treatments and patient effects are related to circumstances of the procedure. In this case, based on the reported information and the returned device analysis, it is likely the device interacted with the calcium or tissue causing the difficulty to close the device and the noted separation of the suture. Calcium or tissue can get under the foot preventing closure creating a difficulty to remove. As noted by the account, the open foot during removal likely led to unspecified tissue injury and likely the noted hemorrhage post closure. The patient effects of tissue injury and hemorrhage are listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.